Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient experienced bleeding and pain during insertion of the foley catheter. The complainant reported that the foley balloon was pre-tested. The patient allegedly experienced minor bleeding (1-2 ml) during insertion, therefore the nursing staff did not fully insert the catheter. The patient stated he could "feel the ribs of the balloon while being inserted." To the nurse's knowledge, the patient did not have any strictures or enlarged prostrate.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone catheter present. Significant amounts of what appeared to be dried blood were present within the drainage lumen of the catheter. Visual inspection of the catheter surface noted no obvious visible defects. No ridges or deformities were noted on the balloon surface. Catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). Balloon concentricity was observed to be 50:50. The catheter was allowed to rest for 15 minutes. Balloon was then passively deflated as intended, and no cuffing or ridges were noted on the balloon surface following deflation. Catheter was confirmed to be 16fr, with a balloon french size of 20fr after deflation. This difference between the shaft and the balloon fr size was within the +4fr size tolerance. Active length of the catheter balloon was measured (0.7595") and found to be within specification (0.6" - 0.9"). The balloon was measured to be 0.6335" from the tip, which was within specification (0.45" - 0.75"), and the tip diameter was measured (0.2050") and found to be within specification (0.197" - 0.223"). The length of the drainage eyes was measured and found to be within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿bard® latex-free foley tray with bardex® all-silicone foley catheter, bard ez-lok® sampling port warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Open csr wrap to form sterile field and place underpad beneath patient, plastic side down. Put on cuffed gloves and position drape on patient. Pour cleansing solution onto three prep balls. Open catheter lubricating jelly. Remove top tray and open plastic pouch surrounding catheter. Lubricate catheter. Prepare patient with saturated prep balls. Dry patient with remaining 2 prep balls. Proceed with catheterization in usual manner. To inflate catheter, simply insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc). Position hanger on bedside rail near foot of the bed and use sheeting clip to secure drainage tube to draw sheet. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. Release clamp and empty bag. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Tamper-evident seal disconnect instructions: if necessary to disconnect catheter and drainage tube connector, flex catheter as illustrated, grasp tab and slowly pull along perforations until section is removed. Directions for using bard ez-lok® sampling port: bard ez-lok® sampling port accepts a luer-lock or slip tip syringe. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. Swab surface of site with antiseptic wipe. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. Aspirate desired volume of urine. Unkink tubing and send specimen to laboratory.¿

Event description:
It was reported that the patient allegedly experienced bleeding and pain during insertion of the foley catheter. The complainant reported that the foley balloon was pre-tested. The patient allegedly experienced minor bleeding (1-2 ml) during insertion, therefore the nursing staff did not fully insert the catheter. The patient stated he could "feel the ribs of the balloon while being inserted." To the nurse's knowledge, the patient did not have any strictures or enlarged prostrate.